Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cbp), the pump stopped and an error message appeared (service pump or call svc). This occurred during rewarming of the pt. The perfusionist initiated hand cranking while trying to restart the roller pump. A second perfusionist changed out the pump and surgery resumed. There was a delay of approx three to five mins. The pt was fully rewarmed and weaned off cpb without issue. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.